Manufacturer narrative:
On april 14, 2026, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was a tear on the anterior view, measuring approximately 1.6 cm. In addition, an area of shell abrasion was found on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2026, mentor became aware that the patient suffered intracapsular ruptures with capsular calcifications. Coding has been updated under section h. Reason for device explant and/or reoperation: left rupture, and capsular calcification this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 5, 2026, mentor became aware that the replacement devices used on march 5, 2026 were catalog number 3502501bc; serial number (B)(6) on the right side, and number (B)(6) on the left side. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, following information has been updated on this form; - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3507275bc". - lot number "5915447" has been added to field d4. - field d4 for unique identifier( UDI) has been updated to (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced bilateral breast implant ruptures postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery on (B)(6) 2026. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).